Event description:
It was reported that the wake button was not working and required multiple presses to turn on pump screen. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.